Event description:
Same case as MFR# 213465-2010-05843. It was reported that post a stenting treatment procedure, hypersensitivity occurred. In (B)(6) 2010, the lesion being treated was located in the right coronary artery (rca). Two 4.00x38mm taxus liberte long stents were implanted in (B)(6) 2010, the patient was referred to a neurologist by his current cardiologist. The cardiologist believes the patient is having a "toxic reaction" to the 2 previously implanted taxus liberte stents. The patient has experienced back and arm pain which worsens depending on the weather. The patient started feeling this way about 10 or 11 weeks after he stopped taking most of the prescribed medications. The patient is currently only taking endure and aspirin. The patient is also experiencing frequent stomach cramps. The relationship of the patient symptoms to the taxus liberte stents is unknown.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).